Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter was reading inaccurate high. The medical affairs specialist (mas) spoke with the pt on june 9, 2008 and obtained the following info. The pt reported that the alleged issue started approx one month prior to contacting lfs. On an unspecified date/time the pt reportedly tested on the subject meter and obtained a reading of "180 mg/dl." The pt is on an insulin pump and proceeded with administering a bolus of 2.5 units of novolog insulin since this reading was allegedly much higher than his usual results of "110-120 mg/dl." Approx 1.5 hours after administering the add'l insulin, the pt claims he felt low and indicated feeling "weak, having cold sweats and began to hallucinate." When the pt arrived to his home, he tested on the subject meter and obtained a result of "120 mg/dl." The pt then tested on his onetouch ultralink meter within minutes of the "120 mg/dl" result and recalls obtaining a reading of "40 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The pt then treated self with food and beverage, and confirmed feeling better afterwards. After this specific incident occurred, the pt contacted his doctor and he was advised to contact lfs to troubleshoot the subject meter. At the time of troubleshooting, the cca confirmed that the subject meter was set to the proper unit of measure setting (mg/dl), that the pt was using the correct testing technique, and that the puncture area was being cleaned properly. Replacement products were sent to the pt. This complaint is being reported, because the pt claims he obtained an inaccurate high reading on his meter, administered treatment based on the alleged reading, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.